Event description:
In 2009, the pt reported that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. This resulted in about 18 units of insulin spilling into the chamber. He stated when he turned the device over no insulin poured out and he used a "table napkin" to dry out the insulin in the chamber. During troubleshooting with a company representative, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.